Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 pockets a1 through a6 were not detected on the bus. When recovery was attempted, the system prompted the release of the cubie. After confirming the release, the system instructed reinsertion of the cubie into the drawer; however, no further progress was possible, and the hardware test subsequently failed. The pyxis system was rebooted in an attempt to resolve the issue, but the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.